Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the power supply and instrument manager ((B)(4) logic printed circuit board assembly (pcba) and 2b rohs programmed module), which resolved the reported issue on the unit. Fss also completed the preventative maintenance (pm), which battery and several filters were replaced on the unit as part of the pm. Upon completion of service, the system was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system and they rebooted solve the issue. It was noted that the customer has a backup and can proceed with surgery. According to the initial report, there was no patient involvement reported and no patient treatments delayed or cancelled.